Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 a patient experienced no audio output. Dexcom has issued an rga for patient to return device to be investigated.